Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01888, 0001822565-2017-01891, 0001822565-2017-01892 and 0001822565-2017-01893.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason. No revision has been reported to date and no additional information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint. If additional information is received that alleges a product deficiency, the complaint will be re-opened and evaluated at that time.